Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a kink in the mid-shaft 3.6cm distal of hypotube bond and several hypotube kinks. There were several stent struts at the distal end of the stent that were lifted and pulled proximally. The distal tip was damaged. The balloon were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.